Manufacturer narrative:
A getinge field service engineer (fse) reported that there was a missing ground prong on the ac power cord. The fse replaced reel, ac power cord, domestic, tdk lambd, & cable assembly, blood pressure transduce and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) ac power cord was missing the ground prong and it had a defective blood pressure transducer cable. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a